Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The device was returned for evaluation. An external visual inspection was performed and passed. The device was charged, but it was observed to be perpetually rebooting. The device was opened, and the ui pcba was detached. The share log data was successfully downloaded. Findings related to the customer complaint were observed in the data logs. Functional testing could not be performed. The complaint confirmation was confirmed. The root cause could not be determined.